Event description:
Reportedly, noise sensing was observed during a follow-up performed on (B)(6) 2020, and the device was explanted on the same day. During the explantation procedure, blood was observed in the connector cavities. When the doctor pulled on the leads before unscrewing them, it was observed that they were properly secured and remained in place. The leads impedance measurements were within normal range.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
Electrical characteristics of the returned device as well as the connection system functioning were within specifications. Connection system analysis revealed that no tightening mark was observed on the ventricular set-screw, as well as damage on its first thread, resulting from a lead/pacemaker connection issue at ventricular level. This observation is consistent with the presence of irregularities in the ventricular sensing histogram observed in the patient files.

Event description:
Reportedly, noise sensing was observed during a follow-up performed on (B)(6) 2020, and the device was explanted on the same day. During the explantation procedure, blood was observed in the connector cavities. When the doctor pulled on the leads before unscrewing them, it was observed that they were properly secured and remained in place. The leads impedance measurements were within normal range.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, noise sensing was observed during a follow-up performed on (B)(6) 2020, and the device was explanted on the same day. During the explantation procedure, blood was observed in the connector cavities. When the doctor pulled on the leads before unscrewing them, it was observed that they were properly secured and remained in place. The leads impedance measurements were within normal range.